Manufacturer narrative:
Batch review performed on 21-jul-2023. Lot 164486: (B)(4) items manufactured and released on 21-sept-2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 6 years and 7 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.